Event description:
It was reported that the home patient (hp) received a high drain 201 alarm on the homechoice device during dwell cycle one. The home patient was connected. This alarm indicates that the patient drained greater than or equal to (B)(6) of the maximum prescribed cycle fill volume. The hp stated that he was trying to start his new therapy and that he was feeling overfull the previous night. The hp stated he called his peritoneal dialysis nurse (pdn) and did a manual drain. The hp called his pdn that day because of the high drain alarm. The technical service representative (tsr) explained the alarm and reviewed the cycle 1 ultrafiltration and the initial drain alarm. The hp stated that he did a capd of 2000ml before starting therapy. The tsr explained the overfill to the hp and advised increasing the initial drain alarm. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). The device was received for evaluation. Review of the device logs verified the reported issue of a high drain 201/call pd nurse alarm (increased intra-peritoneal volume or iipv). Past servicing did not contribute to the reported issue. External / internal inspection was performed with no issues. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A manual volumetric accuracy test was completed and passed. A manual temperature test was successfully completed and passed. The heater system was checked and was found to be working properly. No nonconforming product was identified related to the reported issue during sample evaluation. The cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.